Manufacturer narrative:
Continuation of d10: product ID 977c265 lot# serial# (B)(6) implanted: (B)(6) 2019 product type lead product ID 97745 lot# serial# unknown product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 977c265, serial/lot #: (B)(6), ubd: 14-dec-2022, UDI#: (B)(4); product ID: 97745, serial/lot #: unknown, ubd: 14-dec-2022. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated the stimulator has been off for more than a year because when the stim was on she was not able to move arm so stopped using and charging ins. Pt states the lead is off to the right side. Pt stated that it started about two years after implant. Pt stated they now needs a brain scan and wondered if they could have an MRI of head as their device has been off for years. Agent reviewed pt had the device where it can be charged. Pt mentioned in the past when the ins depleted a manufacturer representative had to come get the device working again. Agent offered to troubleshoot controller as it would not come on at all and pt declined and stated she was currently at facility for MRI and does not have equipment. Agent provided technical supports contact number to get information faxed over. Pt states the facility is going to go ahead and do the MRI of brain, pt stated they had done this before at facility. Patient service specialist asked if patient is going to have the device removed and patient stated they are waiting for workman's comp to kick in in order to have the device relocated or repositioned or moved. The patient was redirected to their healthcare provider to further address the issue.